Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. The patient reported that the doctor turned the pump to minimum rate because the patient was over dosed with morphine and was hospitalized. The patient reported that they thought they were having a heart attack. The patient stated that a manufacturer's representative (rep) came to the hospital and checked the pump. The patient reported that the rep told them the pump was fine and there was no recall. The patient reported that no one took any measures to insure their safety. The patient reported they now have narcan. The patient reported there was an adjustment made to the pump the morning of the incident. The patient reported that they can do up to 3 boluses a day, but stated that they didn't do any that day. It was reported the cause of the over dose was being investigated. As of (B)(6)2018 the patient was trying to decide if the pump should be replaced or if they should just have it taken out. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine, 10 mg/ml concentration at 1.957 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that patient was seen in the clinic on this report date at (B)(6) and had a 10% dose increase. Hcp stated since this time the patient went to the emergency room (ER) with lethargy and hypotension. Hcp stated that the ER hcp thought that the patient was getting overdosed and wanted the pump shut off. Hcp stated they couldn¿t get a hold of the manufacturer representative to assist the ER hcp. It was reported that this was a sudden change in therapy/symptoms. No further complications were reported. Additional information received on 2017-oct-11 from an hcp reported although the pump was increased, other health issues couldn¿t be ruled out for the cause of the overdose symptoms. The pump was placed on minimum rate. The overdose was resolved